Event description:
It was reported that during the pre-test, they tried to inject sterile distilled water and remove it, but the water did not come out from the foley catheter. Per investigator notification received on 15aug2024, during sample evaluation, asymmetrical balloon observed.

Manufacturer narrative:
The reported event is unconfirmed. Photo: received four (4) photo samples. All photo samples showcase an all-silicone foley catheter and its packaging. Visual: received one (1) used all silicone foley catheter with syringe without original packaging. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Asymmetrical balloon was observed at 100:0. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. As the reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, they tried to inject sterile distilled water and remove it, but the water did not come out from the foley catheter.